Event description:
On 11/12/93 at 15:40 difficulty advancing suction catheter occurred. Temperature reading was 35.1 degrees, f 40+, 89% so2. Tubing was with ocndensation and felt isothermic. Patient was extubated and reintubated. Ett was noted to have a large plug in the tube.